Event description:
The customer reported after pipetting an hbsag plate on summit the technician indicated that no reagent was delivered to wells c1 through h11. No error was generated. No death or serious injury was associated with this incident.